Event description:
Took two covid take home tests by the brand flowflex (12 hours apart), followed the instructions on administering the test, and it resulted in a negative covid result. 2 days later, I took a rapid test at a covid testing site and the result was positive for covid. Covid test false negative.